Event description:
It was reported that the balloon could not inflate and leaking liquid due to damage. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified lower upper limb arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon was leaking liquid due to damage. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that the liquid leakage was due to a balloon rupture.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that the balloon could not inflate and leaking liquid due to damage. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified lower upper limb arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon was leaking liquid due to damage. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.